Event description:
Reporter stated that the surgeon inserted a silicone three piece intraocular lens model aq2003v into the patient's eye and the haptic broke off. The surgeon had to enlarge the incision to remove the lens and put in sutures to close the wound.